Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during a necrosectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, after successfully deploying the first flange, the second flange misdeployed, and the stent was fully deployed in the patient's stomach. The stent was removed. The procedure was completed without placing another axios stent, and the patient will be monitored to determine if another stent placement procedure is necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.